Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/27/2024.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening. ¿ capsular contracture unable to observe as it is not related to the device. As per the investigation procedure non penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported extent of rupture.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.